Event description:
It was further reported that impedances were low on contacts 1/2, at 35 ohms, not high as originally reported. Impedances were also tested with a new 3550, and the lead still failed. This was the point at which the lead was replaced. There were no injuries and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3550-68, lot # n314385, product type screening device; product ID 3550-68, lot # n295798, product type screening device. Analysis of the lead model# 3389, lot # v798530, found that the stimulation lead had suspected breaches in wire insulation leading to low impedances. Analysis of the screening cable model # 3550-68, lot # n314385, found no anomaly. Analysis of the screening cable model # 3550-68, lot # n295798, found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead placement, high impedances were noted. Details on the impedances were not available. The physician replaced the lead with another lead. The patient was noted to be doing "fine."

Manufacturer narrative:
Analysis of the lead, lot #v798530, found that the proximal end conductor experienced conductor crossover. There were shorts between conductors 0 and 3 and between 1 and 2. Analysis of the twist lock cables, lot #n314385 and #n295798, found no anomaly.

Manufacturer narrative:
(B)(4).